Event description:
It was reported that the patient experienced elevated blood glucose after initiating use of the ilet, and the caregiver was advised that the system requires time to learn and to call back if the glucose did not decline within 90 minutes. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included a review of the event details and user guidance provided by customer care. Investigation of this case revealed no device alarms and no device malfunction reported, with the event consistent with early-use adaptation as the ilet learns the patient¿s insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.